Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from the USA stating that the locking mechanism of the device did not function. It is unk if the device was used in surgery. It is unk if injuries or medical intervention were reported. There was no add'l info provided.